Manufacturer narrative:
(B)(4). D10, concomitant devices, persona stemmed cemented tibial component right size d catalog #: 42532006702 lot #: 65440681, persona cruciate retaining narrow porous femoral component catalog #: 42502206402 lot #: 65022965, persona cemented all poly patella 29mm catalog #: 42540200029 lot #: 65885843. G2: report source: foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision due to pain and progression of tibial lucency approximately two (2) years post-operatively. During the revision, all components were found to be well-fixed. All components except the patella were revised for a two-stage revision due to suspected infection, although infection was ruled out post-operatively. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided identified that the implants exhibited residual biological tissue consistent with explantation. Radiographic review confirmed significant radiolucency along the tibial component, however, the reported pain could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.